Event description:
It was reported that the lead showed high sensing integrity counter indicating oversensing and that the patient had non-sustained ventricular tachycardia episode. The lead remains in use. No patient complications have been reported as a result of this of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise was noted. The ventricular short interval count v-sic equaled 9.6 counts avg/day, in 170.08 days, between (B)(4) 2011 and (B)(4) 2011.